Manufacturer narrative:
The event of inflammatory nodule is are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side swelling, palpable capsule, granuloma, rupture. As a biopsy has not been performed, the event of granuloma will be captured as inflammatory nodule. The device has been explanted.